Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that this crt-d delivered inappropriate shock therapy for an additional episode of sinus tachycardia resulting in exhaustion of tachycardia therapy. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for supraventricular tachycardia (svt), resulting in exhaustion of tachycardia therapy. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.